Event description:
Device malfunction: premature, partial deployment. Time of device malfunction: during insertion into sheath. Symptoms/ae: none. It was reported that the xpert stent prematurely, partially deployed during attempted insertion into the sheath. The device was removed from the wire and was not used. This occurred outside the body and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not reveal any non-conformity which could have contributed to this complaint.